Manufacturer narrative:
The complaint of a free flow event occurring during preventive maintenance was confirmed. The device was received with a third-party latch and sear. Testing performed on the third-party latch and sear replicated a free flow event when tested with a new administration set. The probable cause of the free flow event occurring during preventive maintenance was identified as unapproved use of a third-party latch and sear. Testing performed on the latch and sear found the sear not effectively engaging the safety clamp when tested with a new administration set.

Event description:
During on site servicing by a bd representative it was identified that during bezel replacement the pump started to free flow when the door was opened at the end of the rate accuracy test. Upon opening the door, the latch did not fully engage the safety clamp. The safety clamp only closed about half way; the door had a crack just above the latch pin; the pin also appeared to be inserted deeper than usual. Also the door bulged outward near the pin which made it difficult to close the door when the pump was attached to the left side of the pcu. The handle appeared to be 3rd party. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
During a recent implementation with the bd representative, the biomed stated that there was a free flow event during a bezel replacement. The event occurred during preventive maintenance. There was no patient involvement.